Event description:
It was reported that when a patient presented in clinic for normal follow-up, an alert for eri with a battery voltage of 2.45v was observed. Three days later during a check, the battery voltage was found to be 2.49v with no eri alert. The device is scheduled to be replaced once eri is reached.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.